Event description:
Japan warehouse did inventory inspection and found two firestar balloons ((B)(4)/ lot# 13393208 and (B)(4)/lot# 14078684) with foreign matter inside the sterilized pouch. The foreign matter was not moveable. The foreign material was embedded in the mylar. Outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for the foreign matter. Products were not clinically used. They were not re-packaged and not re-sterilized. Pictures are attached in the service request. Affiliate indicated that the foreign material was immovable.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2009-01697.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2009-01697. During inventory inspection of 2 firestar ptca balloon catheters, foreign material was noted in the sterile pouch. The pouch seals remained intact. The products were not used and no patient injury occurred. The products were not returned for evaluation, however, photos showing black specks and particulate inside the sterile pouch were returned. Review of the manufacturing documentation presented no issues during the manufacturing process that can be related to the reported complaint. Based upon the photos, the complaints could be confirmed and the issue is considered related to the manufacturing process (B)(4) was opened to address the issue.